Event description:
The pump was returned for investigation. Investigation revealed a button response issue and a cracked battery compartment. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the audio bolus button was unresponsive. The button cover was removed and the contact was found to be missing. Additionally, the battery compartment was found to be cracked. (B)(6).